Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 00:15:23. During night drain cycle five, the patient's ultrafiltration reading was 1343ml, indicating the home patient (hp) drained 1163ml more than their maximum programmed fill volume of 1800ml. No additional information was available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The report of an increase intra-peritoneal volume (iipv) event was confirmed through an event history log review. The cause was the tidal ultra filtration (uf) was set too low. Should additional relevant information become available, a supplemental report will be submitted.